Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose was 123 mg/dl. Customer stated that while she pressed the arrow button, the numbers started to increase and she could not get it to stop. Customer removed the battery and stated that the pump works now. Customer was advised to revert to a back-up plan.